Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an insight meter, compared to a professional meter: within 10 minutes: 177 mg/dl (insight) and 81 mg/dl (professional meter) and within 10 minutes: 165 mg/dl (insight) and 85 mg/dl (professional meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.